Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined as no clinical abnormalities were noted. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella was removed to restore cardiac function when a kink on the catheter shaft was noted. There was no health hazard impact. There was no particular problem with the insertion procedure and the patient's condition was stable after removal.